Manufacturer narrative:
A work order search was performed. No similar complaints found. Claim# (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluation: the lens was returned in liquid in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a cc4204a collamer single piece lens, +17.0 diopter, but noted the lens was torn. The lens was partially inserted into the eye and was removed with no patient injury. The backup lens was implanted with no problem. The reporter stated the lens was most likely torn during loading but the cause was unknown.